Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (290 mg/dl) and a bolus of insulin was delivered to address the bg level. The customer thought that the pump settings was a possible cause of the high bg level and needed to be adjusted. The contact stated that a healthcare provider was to be contacted.